Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 02, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315); type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer; type of investigation #2: 3331 - analysis of production records; type of investigation #3: 4114 - device not returned; investigation findings: 3221 - no findings available ; investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be performed. A representative retention sample was reviewed to show no blockage and normal amounts of bonding agent on the venous pigtail line. Di water was able to be passed through the line. Without the returned sample, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the pigtail connected to the venous inlet was restricting flow. As per the perfusionist, the pigtail connected to the venous inlet that was used to an a-v manifold was somehow restricting flow. The flow was very slow and then after taking it off the pigtail and attaching a syringe to the pigtail, it confirmed that there was some kind of restriction in the lumen. No real issue since they could move the manifold to one of the other luer ports on the venous inlet, but thinking he would pass it all along. They were able to correct it before they went on bypass. No patient involvement. Product was not changed out. Procedure was completed successfully.